Manufacturer narrative:
H3, h6: it was reported that the extraction screw m6 broke while trying to slap out an implanted polar stem. The procedure was completed using a s+n backup device. The newly implanted stem had to be extracted because the surgeon was not able to reduce the hip after implanting. As a result, the stem was downsized and sat lower in the canal, creating room for the hip to be reduced. The device, used in treatment, was not returned for investigation. The production documentation was reviewed, there are no indications that the device failed to match specification at the time of manufacturing. Similar complaints were reported for the batch in scope, however, it has been shown that this failure mode is attributed to a design issue. The failure mode and the severity are covered through the corresponding risk management files. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. The failure mode was not independently confirmed, as the device was not returned for investigation. The root cause is attributed to a design issue. Meanwhile a newer design version of this device was released. To date, the need for further actions is not given. Should the device be returned, this case will be reassessed. Smith and nephew will monitor this device for further similar issues. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the extraction screw m6 broke while trying to slap out an implanted polar stem. The procedure was completed using a s+n backup device. No injury to the patient was reported. A surgical delay of 30 min or less was reported. The newly implanted stem had to be extracted because the surgeon was not able to reduce the hip after implanting. As a result, the stem was downsized and sat lower in the canal, creating room for the hip to be reduced.